Event description:
It was reported the patient developed aortic insufficiency and explant was performed. At explant, a slit or tear was observed in one leaflet. The patient had a heavily calcified annulus at the time of implant. Another bioprosthesis was implanted.